Manufacturer narrative:
The patient was reported to be a pediatric patient. No further details available. A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Event description:
The hospital reported a malfunction resulting in elevated co2 readings during a case. The patient was manually ventilated, unit replaced, and case resumed. There was no report of patient injury.